Event description:
Reporter indicated a vns therapy pt's "vns battery is not working at the strength of 2.0. It appears to me that she is showing the same uncontrolled epilepsy when the vns was reduced to current lower than 2.0 or the on and off time has been changed." The relationship of the pt's current seizure activity level to her pre-vns seizure activity level is unk. Good faith attempts to obtain additional info have been unsuccessful to date.